Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 43 cm (17") bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), plug adapter that experienced crack and leakage. The reporter stated, ¿connection cracked leaking the fluid whilst infusing from connection site, yes cracks noted on line hub.¿ there was patient involvement, and no one was harmed as a result of the reported event.